Event description:
It was reported that original implant was (B)(6) 1998. Pt was revised for poly wear, right side.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.